Event description:
It was reported during use, when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that one hundred (100) tubes had poor barrier separation. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information: b5. "There was a damaged cap" updated from "there was a missing cap" after clarification from reporter imdrf annex a grid updated from "a020602 - component missing (2306)" to "a050401 - fluid/blood leak (1250)" h.6. Investigation summary: bd received 3 photographs from the customer in support of this complaint showing 1 cap on the tube which are incompletely molded and with a gap in its plastic. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to improper assembly (missing cap) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported during use, when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that one hundred (100) tubes had poor barrier separation. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.